Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood change"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (minilaparotomy/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood altered, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, mood altered, pelvic pain and weight increased to be related to essure. The reporter commented: at the end of the procedure, the right cornua had 3 visible coils and the left had 3 visible coils. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs+mr received. Event injury was updated and new events: hormonal changes describe: mood change, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),weight gain, pelvic and abdominal pain, device monitoring procedure not performed. Were added. New reporters, plaintiffs information added. Concomitant condition, historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. D14831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood change"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (minilaparotomy/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood altered, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, mood altered, pelvic pain and weight increased to be related to essure. The reporter commented: at the endof the procedure, the right cornua had 3 visible coils and the left had 3 visible coils. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Lot number and reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. D14831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain") and mood altered ("mood change") and was found to have weight increased ("weight gain"). The patient was treated with surgery (minilaparotomy/ bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, weight increased and mood altered had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, mood altered, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details: at the endof the procedure, the right cornua had 3 visible coils and the left had 3 visible coils. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Batch no d14831 production date 2014-10-06 expiration date 2017-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.